Manufacturer narrative:
The customer reported that the cns did not alarm when patient went into v-tach. The investigation results are as follows: based on the information supplied (ECG strip and alarm history) no malfunction was found. There is clearly identified pacing marks on the ECG strip and both pacing and rate alarms were listed in the alarm history.

Manufacturer narrative:
The customer reported that cns did not alarm when patient went into v-tach. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that cns did not alarm when patient went into v-tach.